Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces. All of the buttons functioned properly and no button error alarm noted during testing. The insulin pump has received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that that they received a button error alarm. The blood glucose reading is 56 mg/dl.